Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon evaluation, engineering confirmed the complainant's experience of a torn sheath. They noted a large hole in the unit, with a jagged tear that starts approximately 2 inches from the outer ring and propagates approximately 3 inches towards the inner ring. Engineering's analysis has determined that it is likely the tear in the sheath was caused by the instrumentation used by the surgeon. The propagation of the tear was likely caused by the doctor placing additional stress on the initial puncture when removing the alexis unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Vats. Lobectomy - "tear in the sheath occurred as surgeon was rolling down the alexis." Additional information received via email from applied medical team member, february 8, 2017: all surgeons have been using alexis regularly (xs & xxs) since last quarter. Additional instruments used (not a definitive list but most commonly): diathermy (hook), stapler (covidien/ethicon), hem-o-lok and various instruments from there set including forceps, scissors, grasper & clamps). [Surgeon] commented that it may have been possible that he had caught the sheath with his hook diathermy. Patient status - no patient injury or illness associated with the event. Additional information received via email from applied medical team member, february 8, 2017: "all fine. No patient illness or injury occurred in any of the cases."